Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit delivered properly during testing. No delivery anomaly noted during testing. Unit functioned properly. Pump passed the test. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer treated their blood glucose levels with manual injections. He customer was assisted with troubleshooting but the device did not pass the test function. The customer returned the product for analysis.